Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assy. The motor and vibrator motor assy found corroded per visual inspection. Unit received with cracked case at belt clip slot. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 8.0 mmol/l. The customer stated the device was exposed to pool water. The customer was trying to put the device in a bag and fell into the pool. The customer stated that the pump display went blank immediately after exposure to moisture. Customer reported that there is fluid under the lcd display. The customer stated that the device was not dropped and no cracks. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.